Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 3/11/2013. Belt 1/26/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Earlier in the day that the patient passed away, the patient received an inappropriate treatment from the lifevest. At 1:31:07, and arrhythmia was detected by the lifevest. The response buttons were pressed from 1:31:38 to 1:33:32 pm. At 1:34:17, the lifevest delivered the treatment. The patient's rhythm at the time of the treatment was supraventricular tachycardia (svt) at 190 bpm. The post-shock rhythm was sinus tachycardia at 100 bpm with pvcs and motion artifact. Svt above the treatment threshold contributed to the false detection. The rapid rate satisfied the rate the detector of the detection algorithm. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. The patient reportedly went to the hospital after the event and was seen in the cath lab. The patient reportedly passed away at 7:00 pm after leaving the hospital and was reportedly not wearing the lifevest at the time of passing.